Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceasing to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
Sr (B)(4).

Event description:
The complaint device was returned for evaluation. An exterior visual inspection was performed and passed. The device failed to charge and boot. Data logs could not be downloaded or retrieved. The device was opened for an interior visual inspection and failed as moisture damage was observed. The complaint confirmation was confirmed. The root cause was determined to be moisture damage.